Event description:
(B)(4). Event occurred in (B)(6). The patient reported that some time ago he noticed that the tubing detached from the quick release right after he opened sterile box with the set. Reportedly, the infusions were not stored in place where they could have been exposed to extreme temperatures, stored the sets in wardrobe at room temperature. There was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information available.